Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked prior to initiating treatment with peritoneal dialysis therapy. The patient replaced the cassette with a new one and continued with therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received without a pouch. A visual inspection found a crack at the side of the welded cassette. A pressure test at 8 psi was performed and found a leak at the crack location only. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.